Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump buttons were sticking. Customer's blood glucose value was unknown at the time of the call. Keypad anomaly troubleshooting was performed and confirmed that the time is advancing. Customer also mentioned that her blood glucose was so high that the meter could not read it at all. Advised customer to discontinue use of insulin pump and revert to back-up plan. Insulin pump is being replaced due to keypad anomaly and is expected to return for analysis.